Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-02743 and 3006705815-2025-02744], both of the leads were found to be kinked. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted, and one lead was replaced to address the issue.